Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead was capped due to a pacing lead impedance anomaly. The patient condition was normal after the event.